Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was an incorrect assembly (twist) of the tubing and the bushing. Pressure test and clear passage under were performed, and it was noted that there was a leak at the joint of the tubing and the bushing due to an improper manual assembly (twist). The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set had a hole on the tubing. An unspecified medicine leaked during patient infusion. This was resolved by replacing the tubing and using a new bag of medicine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.